Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Upon investigation, the right ventricular lead was noted with non-capture and decreased sensing. The patient presented for repositioning procedure on (B)(6) 2020. During the repositioning procedure, the lead helix could move inside the lead but could not move the helix outside the lead. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.